Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a procedure with two 425cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The patient's revision surgery was rescheduled from (B)(6) 2020 to (B)(6) 2020. The relevant field has been updated. It was found that the procedure type was omitted on the initial report. The patient underwent a primary breast augmentation with the suspected medical device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-jun-2020, mentor received additional information regarding the revision surgery, date of the revision surgery, and replacement devices. The patient underwent bilateral removal and replacement with two 550cc mentor smooth round moderate plus profile prostheses (catalog #: 3502550, right serial #: (B)(6), left serial #: (B)(6)) on (B)(6) 2020. The relevant field has been updated. On 29-jun-2020, the suspected medical device was returned for evaluation. On 13-jul-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure. It revealed a tear within a crease/fold on anterior view, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).